Manufacturer narrative:
Investigation included review of user-reported history and education or troubleshooting provided by support with a plan to schedule additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that a definitive device-related failure was not identified and that further training and user management changes would be pursued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, coincident with significant weight loss and recent changes in medications, supplements, and diet, and believed current insulin delivery was excessive. Symptoms included low glucose readings and associated hypoglycemic effects. Outcomes included self-treatment with oral glucose.